Event description:
The customer reported to their baxter sales representative (bsr) of a clearlink duo-vent continu-flo set, product code 2c8541, lot number unknown, separated underneath the upper y-site and the tubing. The sample is available and is connected to what the customer assumes is the clearlink secondary medication set, product code 2c7462, lot number unknown. The primary was infusing normal IV fluids and the secondary was infusing the antibiotic cefepime. The separation occurred above the portion of tubing that was inside the unknown pump. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Correction/additional information. The sample was not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
Baxter sales representative stated that the actual sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).